Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be broken. The rayone toric rao610t was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient evidence and information available to rayner currently. Additional information is being sought to facilitate further investigation of the event.

Event description:
On 19th june 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation of the lens into the eye it was found to be broken necessitating explantation.